Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit was received with battery cap and found no anomalies on battery cap. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), stained serial label, keypad overlay texture damage, cracked retainer. Cosmetic damage was confirmed at unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.